Event description:
It was reported that the user was unable to attach the infusion cartridge to the connector during a routine supply change, despite attempting multiple cartridges and connectors; video review showed the user was attempting to attach the wrong end of the cartridge, and education on correct orientation resolved the issue. Customer care provided support that included remote review of user-provided video and troubleshooting with education. Investigation of this case revealed user error related to incorrect assembly technique, with no device or component malfunction identified. Symptoms included no adverse clinical effects. Outcomes included no impact on therapy beyond the temporary interruption during the attempted change. It was concluded, based on previously established findings for similar reports, that the cause was user error.